Event description:
It was reported the patient had increased tone after an electroconvulsive therapy (ect) procedure. There was a change in therapy effect. The patient had an ect procedure and the pump was never checked post procedure. The patient had an increase in spasticity. It was unknown when the symptoms began. A healthcare provider (hcp) thought the pump was malfunctioning but did not know about any audible pump alarms. The patient was to be transferred from one hospital to another. A manufacturer¿s representative was contacted to ask if ect could cause withdrawal symptoms. The cause of the event was not determined. The pump was to be interrogated and refill on (B)(6) 2015 at the hospital to check for volume discrepancy. It was unknown how the patient was doing or if they were receiving effective therapy. The pump was reported to be not functioning. Additional information received reported the patient desired ect therapy as inpatient followed by anesthesia pain service. The cause of the event was unclear, but was reported to be certainly caused by ect therapy. The event was attributed to ect. It was unknown if the event was due to the pump. The pump was interrogated and refilled with predicted and actual amount of medication withdrawn. The patient may be further checked for possible catheter problem. The patient was inpatient and managed with psych service and anesthesia pain services monitored. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).